Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be broken during surgery. There was no patient contact or impact.

Manufacturer narrative:
Proteinaceous debris was observed on the returned plate. Additionally, one of the eyelet holes of the plate was fractured and bent open. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All catalog number 015-044 devices are 100% inspected for defects at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.